Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. D4: batch # 945a76. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Not able to get answer did the device deliver any staples? Based on the device appearance when received, no if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Based on the device appearance when received, no if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Not able to get answer if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Was unable to get in touch with physician investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 945a76, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that pre-op to the appendectomy procedure that the device did not work. Anther like device was used to complete the procedure. No patient consequences.